Event description:
The patient was on v-a ECMO with femoral vein and svc cannulae y'd together on the venous side. Adequate heparinization was monitored with act's. A blood clot on the venous side of the ECMO circuit lodged in a cdi blood gas measurement sensor located between the venous cannula and the venous reservoir totally occluding venous return. The majority of the blood in the circuit was delivered to the patient before the pump was stopped approximately 20 seconds following the occlusion. The patient had a hypervolemic induced ischemic event resulting in cardiac arrest requiring CPR for 2-3 minutes with restoration of spontaneous circulation thereafter. After removal of the clot from the obstructed venous line, ECMO was reinstituted. Upon removal of the venous cannula three days later another clot was noted in that cannula.